Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml at 3.723 mg/day) via an implantable infusion pump. The indication for use was chronic low back pain and non-malignant pain. It was reported that the patient had severe pain and felt as though the pump was not helping with pain relief. A volume discrepancy was reported; the actual reservoir volume was 24.5 and the expected was 9.7. The logs revealed that no stalls or events had occurred since the last refill on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the volume discrepancy was not known. It was reported that the pump was filled as scheduled and that the concentration was increased. 10 mg/ml to 13 mg/ml. No further complications have been reported.